Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova field service technician was dispatched on site and confirmed the reported condition. The involved electronic gas blender was replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender (egb) displayed error code: e19, during procedure there is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11. Serial read out files (real time device parameters and setting recording file) of the affected device were analyzed and the event was confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.